Event description:
It was reported that a power source alert occurred with the customer's pump, which did not begin charging even after troubleshooting attempts. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support arranged to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the pump into storage mode and instructed to return the faulty pump using a pre-paid label.